Manufacturer narrative:
Additional information: g3, h3, h6. Since the complaint device was not returned, a physical evaluation of the device was not performed. Without the device being returned or any photos provided, the reported event is not confirmed. The most likely cause for the reported failure can be attributed to user error due to excessive movement of the device between deploying implant #1 and implant #2 can disrupt the deployment mechanism.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 8/17/2023, it was reported by an arthrex employee via e-mail that an ar-4500 meniscal cinch could not deploy the second anchor; the anchor did not come loose from the needle. Due to device failure, the surgeon completed the procedure as a meniscectomy on (B)(6) 2023. Additional information received on 8/18/2023: two ar-45700 meniscal cinch failed during this procedure. The first meniscal cinch could not deploy the second anchor; it got stuck in the needle. The surgeon was able to remove the first anchor. A second meniscal cinch was opened, and the same happened; the second anchor could not be deployed as it got stuck in the needle. The surgeon used a scorpion needle to finish the stitch with the remaining suture from the meniscal cinch. The first anchor remains in the patient.